Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz0372 showed no other similar product complaint(s) from this lot number.

Event description:
It was repoerted that one patient in the oncology department was placed with PICC catheter, groshong catheter via the basilic vein of right upper arm in the morning, with the pre-measured length of 45cm. During the operation, the package was opened and the catheter was pre-rinsed. It was stated two black particles dropped out from the catheter, and the catheter was not used on the patient. Another set of catheter was unpacked for use.